Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. H3, h6: product investigation summary: visual inspection of the returned device found a broken fragment was returned assembled into the screw blade connection point. Device information was not visible, only broken fragment. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. A functional test was unable to be performed due to the post-manufacturing damage. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the unk - screwdrivers would have contributed to the device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the nail became cold-welded to the blade intraoperatively and could not be properly inserted and locked. The nail was then forcibly removed. During manufacturer's investigation of the returned device it was identified that a broken fragment was returned assembled into the screw blade connection point. Device information was not visible, only broken fragment.